Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to erosion on the right side. The erosion was causing deformation and pain. The device was removed and replaced. There were no additional patient complications.